Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that unable to detached the reservoir from the transfer guard. The customer¿s blood glucose was unknown at the time of incident. Customer also reported air bubbles in the reservoir. The product is being replaced and is expected to return for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir and transfer guard, performed pre-fill reservoir test per es9041. Found transfer guard needle occluded and hard to remove from reservoir, unable to remove.